Manufacturer narrative:
A complete lead was returned in one piece. Final analysis was normal. No anomalies were found.

Event description:
It was reported that the device dependent patient experienced syncopal episodes due to high impedance on the right ventricular lead. Upon interrogation of the device, noise and intermittent capture were noted. An x-ray was performed and showed that the lead was kinked and appeared to be crushed. The lead was not able to be explanted so it was capped and replaced on (B)(6) 2017. During the procedure, the right atrial lead appeared to had been crushed as well. The atrial lead was extracted and replaced. The patient is stable.